Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. A manufacturing record evaluation was performed for the finished device lot number 197c27, and no non-conformance were identified. Additional information was requested and the following was obtained: what was the procedure? Esophageal surgery was the rubber gripping surface of the device grey or blue? Blue. Was a leak test performed? If so, what type and what was the result? No. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 1 day. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Anastomotic valgus. How was the leak addressed? Manual suture sewing. What is the current patient status? Good and discharged.

Event description:
It was reported that a leak was noted after the surgery. No other information can be provided now.

Manufacturer narrative:
Pc-(B)(4). Date sent: 8/17/2023 additional information received: received confirmation from sales rep via phone, following information need to update: 1. Update "event date" to "jul 21, 2023" 2. Update "event description": post-op leak. It was reported that a leak was noted after the surgery. No other information can be provided now. B3 and b5

Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? Was the rubber gripping surface of the device grey or blue? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure a leak was noted after the surgery. The patient also experienced infection. No other information can be provided now.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. Additional information received: the event date should be 20-jul-2023.